Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), during defibrillation threshold (dft) testing, a fault code 1005: open circuit condition with delivery of shock, was observed. It was noted that they were using a single coil lead and the device was in the pocket at the time of testing. The device successfully converted the patient and the device was programmed to triad configuration. The physician was going to reprogram the device and perform the testing again. No adverse patient effects were reported.

Event description:
Additional information was provided that the physician did not do any additional testing during the procedure. Instead, the physician requested the patient return in the future for review and probable defibrillation threshold (dft) testing. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that high shock impedance measurements of greater than 125 ohms were detected by this device on a non boston scientific transvenous lead. Boston scientific technical services (ts) reviewed the shock impedance values and noted that since implant, the values have steadily risen. Ts stated they do not know the normal impedance range for the non boston scientific transvenous lead. Ts discussed troubleshooting options. This was going to be discussed with the physician, who was aware of the measurements. Additional information was provided that the patient was brought in and defibrillation threshold (dft) testing was conducted. The shock lead impedances during the test were within normal limits at 65 ohms, thus no changes were made. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that additional high shock impedances were observed. Attempts to obtain additional details from the field were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This information was accidently reported in MDR # 2124215-2011-21072. A correction MDR has been sent to document this error.